Event description:
At 4:47 pm, the suspect device was used to check the patient's blood glucose. The result was 34mg/dl. Pt was having a low blood glucose reaction and was then given a glucagon injection. At 6:47pm a retest was performed on the suspect device and the result was 115mg/dl. Another test was performed at 10:57pm on the suspect device and the result was 331mg/dl. 70/30 insulin was given based upon a sliding scale. The dosage of insulin is unknown. The next morning, at 6:07am pt's family member could not awake pt. Pt's blood glucose was checked again and the result was 27mg/dl. Pt's family member called the ambulance and pt was taken to the hospital. Pt passed away while in the hospital.